Manufacturer narrative:
Section e: this event is associated with lovelace medical center downtown in albuquerque, new mexico . Manufacturer's investigation conclusion: the reported event of fluid seeping into the bottom of the shower bag was confirmed. The returned gogear shower bag (lot number unknown) was observed to have a small hole in the seam on its bottom corner (cable-exit side) upon arrival. The shower bag was placed in a sink and sprayed with water for an extended period while being manipulated by hand. Then, the bag was dried. This testing occurred multiple times. In every instance, water was observed in the bottom of the bag after being sprayed with water, even when the water was only hitting the bag directly from the top and when the bag was being held high above the sink¿s bottom. The bag was filled with water and then its exterior was dried to test for leakage. Upon being filled with water, a small leak was observed in the seam on the bottom corner of the bag. The root cause of the reported event was determined to a small hole in the seam on the bottom of the bag, as water falling down the bag during a shower would be able to accumulate in this hole and fill the bag with water. However, the root cause of the damage to the shower bag was unable to be conclusively determined through this analysis. The lot number of the gogear shower bag was not provided. The heartmate 3 patient handbook instructs users to not submerge the gogear shower bag in water. This section also explains how to properly use the shower bag. The heartmate 3 patient handbook instructs users to periodically check all carrying equipment for damage. Users are advised to not used damaged products and to obtain a replacement by calling their hospital contact. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that water was seeping into the bottom of the shower bag despite the patient using it correctly and taking normal length showers.